Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed the result monitor data, which was indicative of a sample mix issue. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the sample probe mixer and performed auto-alignment. The cse ran check 1 and the mixer diagnostic test for the sample probe, which passed. The cse ran sample 1 alignment, overmix and mix to verify the mixer function. Quality controls were within expected range. There have been no additional reports of abnormal assay errors since the sample mixer was replaced. As per the dimension vista operator's guide, result with abnormal assay flag cannot be reported. The cause of the flagged result being reported to the physician(s) was due to use error. The cause of the discordant, falsely low glu result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was flagged with an abnormal assay error and was reported to the physician(s) and the result was questioned. The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported as a correct result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.